Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading low below 40 mg/dl and the insulin pump going into threshold suspend but her blood glucose is 220 mg/dl. Current blood glucose value is 205 mg/dl and sensor glucose is 39 mg/dl. Customer stated that there was only one time that she had an issue with insertion when she had blood. Nothing further reported.